Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as painful pins and needles under the te pads when rubbed. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised temporarily removing the device for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.